Event description:
It was reported that the 28mm liner was not able to be engaged in the acetabular shell. A 32mm liner was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.